Event description:
A 26 mm diameter x 15 mm diameter x 13.5 length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. It was reported there was infection of the stent graft and the aneurysm was inflamed. The stent graft was explanted. Medtronic received one of the iliac stent graft and the remainder of the stent grafts were discarded by the user facility. Evaluation of the returned iliac stent graft is pending.